Event description:
It was reported that the patient underwent inflatable penile prosthesis replacement surgery as the device bent during sexual intercourse and it was difficult to insert. The patient outcome was reported to be stable following the surgery.

Manufacturer narrative:
B3. Actual event date is unknown.

Event description:
It was reported that the patient underwent inflatable penile prosthesis replacement surgery as the device bent during sexual intercourse and it was difficult to insert. The patient outcome was reported to be stable following the surgery.

Manufacturer narrative:
B3. Actual event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
B3. Actual event date is unknown. Upon receipt of this spectra concealable penile prosthesis at our quality assurance laboratory, the returned components underwent a thorough analysis. Both spectra cylinders were visually inspected and functionally tested. Both cylinders had gaps between the two longer distal segments of the cylinder. Cylinder one and cylinder two both passed the bend test. Product analysis was unable to confirm reported allegation as both spectra cylinders performed within specification. Based on the analysis results, an investigation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent inflatable penile prosthesis replacement surgery as the device bent during sexual intercourse and it was difficult to insert. The patient outcome was reported to be stable following the surgery.